Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device was embedded in the tubes so they had to do a partial hysterectomy."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. In (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and diagnostic ureterocysto) and surgery (thermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 (previous date) & (B)(6) 2008 (pfs). The right side had four coils in the proximal part of the tube and three coil placement at the proximal part of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion, (b)(64) 2017: surgical pathology report: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative endometrium with mild chronic endometritis, adenomyosis, uterine serosa, focal adhesions, cervix, no pathologic alteration, bilateral fallopian tubes, metallic coil grossly identified, no pathologic alteration, gross description: both fallopian tube lumens contain a coiled metal wire. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical records received:. Events vaginal bleeding, menorrhagia, embedded device(pelvic pain), dysmenorrhea are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device was embedded in the tubes so they had to do a partial hysterectomy.'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and glaucoma ('glaucoma') in a 37-year-old female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myofascial pain syndrome in 2005, pseudarthrosis in 2005, cervical radiculopathy in 2004, cervicalgia in 2004, cervical spondylosis in 2004, intervertebral disc displacement in 2004, arthralgia and myalgia. Previously administered products included for an unreported indication: depo-provera, bextra, cymbalta, darvocet and baclofen. Concurrent conditions included menometrorrhagia, chronic pain and chondromalacia. Concomitant products included diazepam (valium) since (B)(6) 2007 and pregabalin (lyrica) since (B)(6) 2006. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced nausea ("nausea"). In december 2008, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and glaucoma (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and diagnostic urethrocystos and thermal ablation). Essure was removed on 10-oct-2017. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, glaucoma, vaginal haemorrhage, dysmenorrhoea, nausea, fibromyalgia and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, embedded device, fibromyalgia, genital haemorrhage, glaucoma, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008(previous date) & (B)(6) 2008(pfs). The right side had four coils in the proximal part of the tube and three coil placement at the proximal part of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion. Diagnostic results: (B)(6) 2017:surgical pathology report: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative endometrium with mild chronic endometritis. Adenomyosis. Uterine serosa, focal adhesions. Cervix, no pathologic alteration. Bilateral fallopian tubes, metallic coil grossly identified, no pathologic alteration gross description: both fallopian tube lumens contain a coiled metal wire. Concerning the injuries reported in this case, the following ones were reported via social media : glaucoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. Reporter added. Event : galucoma added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device was embedded in the tubes so they had to do a partial hysterectomy."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included baclofen, duloxetine hydrochloride (cymbalta), pregabalin (lyrica), propacet (darvocet) and valdecoxib (bextra). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced fibromyalgia ("fibromyalgia"). In 2009, the patient experienced depression ("depression"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and diagnostic urethrocystos) and surgery (thermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, nausea, fibromyalgia and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, embedded device, fibromyalgia, genital haemorrhage, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 (previous date) & (B)(6) 2008(pfs). The right side had four coils in the proximal part of the tube and three coil placement at the proximal part of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. (B)(6) 2017:surgical pathology report: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: proliferative endometrium with mild chronic endometritis. Adenomyosis. Uterine serosa, focal adhesions. Cervix, no pathologic alteration. Bilateral fallopian tubes, metallic coil grossly identified, no pathologic alteration. Gross description: both fallopian tube lumens contain a coiled metal wire. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: the patient and reporter information updated. The events autoimmune disorder type of disorder: fibromyalgia, psychological or psychiatric problems condition: depression,nausea added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device was embedded in the tubes so they had to do a partial hysterectomy."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. Concomitant products included baclofen, duloxetine hydrochloride (cymbalta), pregabalin (lyrica), propacet (darvocet) and valdecoxib (bextra). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced fibromyalgia ("fibromyalgia"). In 2009, the patient experienced depression ("depression"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and diagnostic urethrocystos) and surgery (thermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, nausea, fibromyalgia and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, embedded device, fibromyalgia, genital haemorrhage, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:(B)(6) 2008(previous date) & (B)(6) 2008(pfs). The right side had four coils in the proximal part of the tube and three coil placement at the proximal part of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion (B)(6) 2017:surgical pathology report: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - proliferative endometrium with mild chronic endometritis. - adenomyosis. - uterine serosa, focal adhesions. - cervix, no pathologic alteration. - bilateral fallopian tubes, metallic coil grossly identified, no pathologic alteration gross description: both fallopian tube lumens contain a coiled metal wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device was embedded in the tubes so they had to do a partial hysterectomy.'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding') and glaucoma ('glaucoma') in a 37-year-old female patient who had essure (batch no. 626680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myofascial pain syndrome in 2005, pseudarthrosis in 2005, cervical radiculopathy in 2004, cervicalgia in 2004, cervical spondylosis in 2004, intervertebral disc displacement in 2004, arthralgia and myalgia. Previously administered products included for an unreported indication: depo-provera, bextra, cymbalta, darvocet and baclofen. Concurrent conditions included menometrorrhagia, chronic pain and chondromalacia. Concomitant products included diazepam (valium) since (B)(6) 2007 and pregabalin (lyrica) since (B)(6) 2006. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced nausea ("nausea"). In december 2008, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and glaucoma (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and diagnostic urethrocystitis and thermal ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, glaucoma, dysmenorrhoea, nausea, fibromyalgia and depression outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered depression, dysmenorrhoea, embedded device, fibromyalgia, genital haemorrhage, glaucoma, menorrhagia, nausea and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008(previous date) & (B)(6) 2008(pfs). The right side had four coils in the proximal part of the tube and three coil placement at the proximal part of the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: total bilateral occlusion. Diagnostic results: (B)(6) 2017:surgical pathology report: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - proliferative endometrium with mild chronic endometritis - adenomyosis - uterine serosa, focal adhesions - cervix, no pathologic alteration - bilateral fallopian tubes, metallic coil grossly identified, no pathologic alteration gross description: both fallopian tube lumens contain a coiled metal wire. Concerning the injuries reported in this case, the following ones were reported via social media : glaucoma quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the event pain and bleeding were updated. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.